Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: "opening, wear abrasion, crease fold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment was of a crease smooth opening on posterior assessed to a fold flaw opening."

Event description:
Patient reported left side deflation and pain. Device has been explanted and replaced.